Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: an opening on posterior. Leak test and microscopic analysis was performed which identified: two striated openings on posterior and anterior, and partial delamination of the valve. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: - two striated openings on posterior and anterior assessed as surgical damage. - partial delamination of the valve assessed as adhesive failure this condition didn't cause leak in valve.

Event description:
Device has been explanted.